Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-mar-08. It was reported that the cause of the empty pump was because there was ¿no doctor at the time pump was to be filled. Prior physician left the practice.¿ actions taken to resolve the issue included the pump being refilled on (B)(6) 2018. The empty pump had been resolved. The patient¿s weight was also reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was 35 mg/ml morphine at 9 mg/day. The reason for use was non-malignant pain and failed back syndrome (other). It was reported that there was an empty pump. The event date was reported as (B)(6) 2018. The hcp had access to the 8840 programmer. The reason for the call was reported as the caller wanted assistance getting to the logs, and they were walked through the steps to get to the pump logs. An empty pump alarm was occurring. The patient did not miss a refill. The patient did not have a managing pump hcp until now, and the caller added that today was the first time they are seeing this patient. The caller was redirected to follow up with the hcp to review the considerations. There were no symptoms reported. There were no further complications reported/anticipated.